Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. During the procedure, it was noted that the pacemaker exhibited loss of capture due to electrocautery. The procedure was completed without any adverse consequences. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.